Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was more than 400mg/dl at the time of incident. The customer¿s current blood glucose level was 138 mg/dl. The customer was treated with manual injection. The customer also reported that it showed insulin flow block for the third time and after troubleshooting the insulin was exited. The insulin pump will not be returned for analysis.